Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product or this event. Isi failure analysis engineer reviewed the image provided by customer. It looks like the insulation of the conductor wire has become damaged, thus exposing the bare wire underneath. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during central processing, the cable insulation of the fenestrated bipolar forceps (fbf) instrument was noted to be defective. There was no reported patient involvement. On 27-dec-2021, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use. The defect was identified before the manual pre-cleaning.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. Missing material, approximately 0.017" x 0.032" in size was not returned. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.